Manufacturer narrative:
(B)(4). No testing methods performed.

Manufacturer narrative:
(B)(4). A review of the manufacturing paperwork could not be performed as the lot number was not available. Per the gore preclude® dura substitute instructions for use (IFU), possible adverse reactions may include, but are not limited to infection. The IFU also states that contraindicated uses may result in material failure.

Event description:
On (B)(6) 2013, the patient underwent frontalis suspension surgery to repair blepharoptosis on the both sides using a gore preclude® dura substitute (pdx-03050). On (B)(6) 2013, infection of the pdx-03050 implanted on the right side was identified. The pdx-03050 was removed from the patient. No recurrence of infection or blepharoptosis was reported.